Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Approximately six weeks postoperatively, the patient noticed a decrease in distance vision. Upon examination, the optic was tilted secondary to capsular contraction syndrome. A yag procedure was performed. Preoperatively, the patient's bcva was 20/60 with mrse of +1.50 - 1.50 x 115. Postoperatively (and prior to yag treatment) the patient's bcva was 20/40 with mrse of -0.75 -1.75 x 040. After yag, the patient's bcva improved to 20/30 with -0.25 -1.75 x 035.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.